Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached/broken from site connector on (B)(6) 2022 prior to insertion. Moreover, the patient's blood glucose level at the time of event was between 9 and 9.8 mmol/l. The expiration date of the infusion set is 01-may-2024. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.